Event description:
It was reported that the ilet user experienced concerns with the amount of insulin delivered following meal announcements and began consistently selecting a lower meal size, which led to recurrent hypoglycemic episodes. The user uses an inset infusion set and a dexcom g7 sensor, self-treated lows with oral glucose, and completed a factory reset with education to announce meals as usual and space meals at least four hours apart. Symptoms included hypoglycemia, with a reported lowest blood glucose of 39 mg/dl and a subjective feeling of being low. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem was found; instead, a usage problem related to meal announcement behavior was identified, characterized as an improper or incorrect procedure involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.